Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemia [hyperglycaemia]. After pressing the dose button, the pen doesn't inject the insulin in normal way [device malfunction]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia (hyperglycemia)" with an unspecified onset date, "after pressing the dose button, the pen doesn't inject the insulin in normal way(device malfunction)" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) from unknown start date for "diabetes mellitus". Investigation results: name: novopen 4, batch number: evg6147. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: mixtard 30 hm penfill, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation results added. Device tab: is non-reportable and malfunction fields updated to no. EU/ca tab: final report check box ticked, expected date of follow up removed. Device addendum tab: annex b c d g codes added. Narrative updated accordingly. Final manufacturer's comment: 09-mar-2025: the suspected device novopen 4 has not been returned to novonordisk for investigation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novo-pen 4. Patient's underlying medical condition of diabetes mellitus is a risk factor for the development of hyperglycaemia. H3 continued: evaluation summary: name: novopen 4, batch number: evg6147. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event [preferred term] (related symptoms if any separated by commas). Hyperglycemia as bgl was 400-500 mg/dl [hyperglycaemia], after pressing the dose button, the pen doesn't inject the insulin in normal way [device malfunction], the patient assumed that she had her insulin dose but that didn't happen due to the technical issue [device delivery system issue]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia as bgl was 400-500 mg/dl(hyperglycemia)" with an unspecified onset date, "after pressing the dose button, the pen doesn't inject the insulin in normal way(device malfunction)" with an unspecified onset date, "the patient assumed that she had her insulin dose but that didn't happen due to the technical issue(inaccurate delivery by device)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) (dose, frequency & route used-unk) from unknown start date for "diabetes mellitus", patient height, weight and body mass index not reported. Dosage regimens: novopen 4: not reported mixtard 30 hm penfill: not reported. Current condition: diabetes mellitus (type and duration not reported). It was reported that a problem in patient novopen 4 as after adjusting the dose counter to the dose of 40 u and after pressing the dose button, the pen didn't inject the insulin in normal way . Pen training performed before with the hotline and the pen injected normally, but the issue re-peated. It's mentioned that patient suffered from hyperglycemia as blood glucose (blood glucose) was 400-500 mg/dl as the patient assumed that she had her insulin dose but that didn't happen due to the technical issue of her np4. Batch numbers: novopen 4: evg6147 mixtard 30 hm penfill: not reported. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "hyperglycemia as bgl was 400-500 mg/dl(hyperglycemia)" was not reported. The outcome for the event "after pressing the dose button, the pen doesn't inject the insulin in normal way (device malfunction)" was not reported. The outcome for the event "the patient assumed that she had her insulin dose but that didn't happen due to the technical issue (inaccurate delivery by device)" was not reported. Preliminary manufacturer's comment: 28-jan-2025: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached.